Event description:
The customer reported that the c-arm does not drive up or down. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the power supply. No patient injury was reported.